Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of "lo" blood results. Expected fasting blood results range not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Test strip lot MFR's expiration date is 12/31/2014 and open vial date is not verified. Consumer's vial of test strips are expired. Back to back blood test/ control test not able to be performed due to test strips not being within expiration date. Storage of test strips within specification not verified. Recall test results from meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).